Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump was received with a moisture damaged motor assembly. No button error alarm or unresponsive keypad could be verified due to the blank display. The insulin pump had corroded keypad traces. The insulin pump was monitored and no constant tone was noted during the battery insert. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a missing address and serial number label.

Event description:
Customer reported issues with the insulin pump. Customer states that they jumped into the swimming pool and forgot to take off the insulin pump. Customer also states that they received a button error alarm and a blank display due to moisture inside the insulin pump. The blood glucose reading is 157 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.